Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, leakage. Description: it was reported by customer that product is difficult to use and priming the blood with this tubing creates a mess and is unsanitary. Write got blood on skin and scrubs while priming line. Tubing also repeatedly causes the machine to beep in error when there is no observable issue.